Event description:
It was reported that the ventricular lead exhibited loss of sensing and capture. The lead was capped and replaced.

Event description:
The ventricular lead also exhibited greater than 2000 ohms impedance.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.